Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited false pause episode that was likely due to loss of contact. No intervention was performed. There were no patient consequences.